Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24aug2020.

Event description:
It was reported the device alarmed to a 35 volt failure and would not turn off. There was no patient involvement.

Manufacturer narrative:
G4: 15sep2020. B4: 16sep2020. The manufacturer's field service engineer (fse) confirmed the reported issue. The fse replaced the power management board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.